Event description:
It was reported, that during a bilateral sagittal split surgery, 2 blades broke where the blade is connected to the shaft. The broken pieces were located and removed by the surgeon using a hemostat. It was further reported that no broken pieces were left behind in the pt. An x-ray was used to confirm this. It was further reported that another blade was readily available to successfully complete the procedure.

Manufacturer narrative:
Device not returned to manufacturer for evaluation as yet. Product lot number info has not been provided.